Manufacturer narrative:
Additional narrative: a service history of the past six months has been reviewed. No service history review can be performed. The item has not previously been sent in for service. There is no information relevant to the current complained issue. (B)(6). Placeholder.

Manufacturer narrative:
Device is used for treatment, not diagnosis. The serial number (B)(4) belongs to the part 50140440, which is the housing of the article 532.010. The manufacturing documents of this housing were reviewed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned. Review of manufacturing records has been requested.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device was received for evaluation. Investigation coordinated by (B)(4). Report received indicates the customers complaint that the device stuck in the on position was confirmed. The device was tested and the complaint was duplicated. The evidence indicates this is due to usage and wear over time.

Event description:
Facility reports: during an open reduction internal fixation surgery, it was reported that a small battery drive drill was stuck in the on position. A spare small battery drive was available for use. There were no injuries or medical interventions reported. There was a 15 minute delay of surgery. This report is 1 of 1 for complaint (B)(4).